Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, although the surgeon had probed the right coronary at the time of surgery, the patient still required ECMO and CABG to treat ventricular dysfunction due to possible occlusion after the initial implant surgery. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a patient required intervention after implantation of a 21mm 3300tfx pericardial aortic valve due to possible coronary artery occlusion. Per obtained medical records, the (B)(6) female had a history of heart murmur for more than 15 years and has been followed for this. Most recently she has become progressively symptomatic and reports dyspnea and fatigue, and denies any syncopal episodes. The patient presented with aortic stenosis with a heavily calcified bicuspid valve. The patient underwent aortic valve replacement with a 21mm pericardial valve. At the end of the case, there was concern for a protamine reaction. However, the patient got better with epinephrine. Valve function and lv function were noted to be good. However, the patient continued to be somewhat hemodynamically unstable. An angiogram was performed and showed non visualization of the right coronary. Even though the surgeon had probed the right coronary at the time of surgery, he felt that he needed to explore the patient at this point. The patient was taken back to the operating room where an off-pump saphenous vein graft was done to the distal right. At this point antegrade flow in the right coronary was seen and the right ventricle function improved somewhat. The chest was left open and despite early signs of improvement, the patient began to deteriorate. It was decided to place the patient on ECMO, fentanyl drip, amiodarone drip, lidocaine drip, dobutamine, and epinephrine. After initiating ECMO, the patient¿s blood pressure improved significantly. The patient will be transferred for wound vac on the chest. The patient remained in critical condition at that time and later expired.